Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the pump black box data showed an unexpected pump reboot event. During visual inspection of the pump, it was observed that the battery compartment was undamaged. The returned battery cap had worn top coin slot but the threads were undamaged and the cap was still able to fit to the pump and maintain an electrical connection. The battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The investigation was unable to duplicate ¿power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the top of the battery cap was worn and there was no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.